Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that stim was randomly turning off. Patient stated it would turn off and come back on within 2-5 minutes. Patient had a fall but did not hit ins or lead insertion site. The rep turned off adaptive stimulation to see if it rectifies and will follow up with the patient on (B)(6) 2019 to reorient as. Issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the device will stop stimulating for no reason, and then it it will kick back in. This started after a fall in (B)(6) 2019 (around (B)(6). The patient fell on his left side on the implant and thought he damaged the ins. There was a "great big hematoma" beneath the ins from the fall. The patient said he hurt himself from the fall that the "squad came and got me." The device was reprogrammed, but the same issue was persisting. A rep was going to reach out to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient called and said she met with a rep who looked at the stimulator and they "could not figure it out." The new controller did not resolve the issue. The patient was adamant that adaptive stim was programmed correctly and he would be in te same position for hours and then stimulation would randomly lower. It was reviewed the issue was likely due to ins programming. The patient called again and stated that the same thing was happening where he is out walking around and the stimulation just goes to 0 when stim should be at 8 or 9. He had x-rays and the unit checked since falling, but there was nothing wrong that was found. The rep called and reported the issue has been present for more than a year and was getting worse. The rep witnessed the stim drop to 0 while looking at the controller screen and the issue was occurring 15-20 times per day. When stim is on, it provides good therapy benefit. Impedances were in the 900-1100 range. Under the adjustment report, group b upright changes were noted 14 times, reclining a 5 changes were noted. Other positions were 1 at the highest and there were no times shown in the reports where therapy was unavailable. The position was confirmed in the upright and reclining positions. A data file was taken to be sent in.

Event description:
Additional information was received from a patient. It was reported that their controller had been turning the patient¿s stimulation down or off on its own. The patient stated that they met with a manufacturer representative on the date of this report and their controller finally ¿zeroed itself out¿ about three different times while meeting with them. The patient mentioned that prior to this occasion, the manufacturer representative kept telling them that it was positional. The patient also mentioned that they were sitting still in a chair when the issue happened with the manufacturer representative present. It was noted that the issue of the controller turning itself/stimulation down or off on its own had been occurring for the past year or more. The repair department was contacted and a replacement controller was requested. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer viaa manufacturer representative (rep). They reset adaptive stimulation (as) completely and re-oriented 4 or 5 times. It seemed to be working fine in the office, but when they were at home lying down it showed them upright. X-rays confirmed that the physical orientation seemed normal. The controller showed the programmed intensity and then stimulation would shut off, ins on to ins off was confirmed on the patient controller. They also saw it go from a certain intensity to 0.0ma without any physical orientation charges. The patient did not want to replace the ins, but technical services was unsure what additional considerations/troubleshooting could be done. Technical services reviewed that if the issue was strictly related to adaptive stimulation being on, then then patient could consider keeping the current ins and not using adaptive stimulation.

Event description:
Additional information received from the patient reported that he recently met with rep at the hcp's office on friday to try do r eprogramming of the ins. Patient stated that the reprogramming was unsuccessful, and that the ins is still not registering the correct positions for adaptive stim. Patient explained that as he lays down on his back and checks the position, as shows that he is standing upright, and that every time he lies down, he gets a "hard shock" that wakes him out of his sleep. Patient noted though that when he lies on his left and right side, as shows the correct position. Patient reported that now as will not recognize reclining, when as was previously doing fine with this position. Reviewed expectations with as and considerations with turning as off. Patient noted group b was active with programs 1 and 2 available. Patient turned as off for each of the active programs. Recommended follow up with the field, and offered to send a message to other reps about potentially meeting with the patient. Patient said that his ins isn't registering when he is reclining and his intensity will change sporadically throughout the day. The rep had reoriented patient's ins and set up as programming and using 8.4 for p1 and 7.2 for p2 of group being used. It seemed to be working fine but when patient was walking out to the parking lot, patient felt change in stim and noticed his stim had decreased from 8.4 to 7.2. Technical servces asked if any other positions were programmed for 7.2 on p1 and the mobile setting was. Technical services reviewed that patient may have gone into mobile setting which would appropriately show 7.2ma. The rep says that patient's settings stay stable with patient walking around when as is disabled. When they check position, the correct position will show correctly. Patient mentioned that start of issues with as began after bad fall on his hip in (B)(6) 2019. Technical services reviewed that file didn't show anything remarkable about stimulation but technical services did mention that group c had most as values set to 0ma and that groups a <(>&<)> b both have 1 position set to 0.0ma also. Technical services can't explain why patient and rep have seen as value go down to 0ma and stim turn off. The rep is going to try to start with fresh programming for as one more time, but they are considering changing out ins if the issues don't resolve. Rep stated they reviewed the file findings with patient and patient is getting very frustrated with issues of position not being correct and changing appropriately, stim turning to 0 ma and stim turning off. The rep stated patient already received new controller, doesn't mess with intensities and they have to use adaptive stim, they don't want to go without it and do adjustments manually. Rep is meeting with patient again, which will be their third troubleshooting session, and plans to reorient the ins. Rep stated they've seen the issue first hand in that stim went from 7.8 ma to 0 ma and then completely off. The rep stated they reoriented ins last friday and then patient called on sunday saying ins had "went off like 15 times". Technical services had caller verify what "went off" meant and they stated both stim went to 0 ma and/or turned off. Technical services reviewed that it is unlikely that ins would turn off unless depleted and if this is happening, it is unlikely related to adaptive stim. Technical services asked if ins feels loose in the pocket at all and caller indicated pocket site is good. Technical services suggested reorienting the ins, ensuring adaptive stim intensities are set correctly. Checking recharging information, using test adaptive stim during tablet session and knowing that there may be lag when using controller to check adaptive stim settings/positions.

Manufacturer narrative:
Continuation of d11: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.